Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that the shock impedance measurements increased to greater than 150 ohms. The integrity of the system was checked by delivering a 41 joule commanded shock. Then a code 1005 was observed on the patients device, indicating an open circuit condition was detected during shock delivery. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.it was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the lead was explanted due to shock impedance measurements of greater than 125 ohms. No additional adverse patient effects were reported.